Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3888-33, lot # j0101993v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that the stimulation was turning off. It was noted that about 3 weeks prior to the report, the patient tried to turn on the stimulation but the implantable neurostimulator (ins) didn¿t turn on. The patient was only using the stimulation when needed because for a while she had stimulation on all the time, and it started to not be as effective so it was suggested to only turn it on when she needed it. About 3 weeks prior to the report, the patient wanted to make sure the stimulation was working in case she needed it. It was noted that the programmer batteries needed to be replaced and once the patient replaced them, she noted a green battery light but still couldn¿t turn on the ins. The reporter stated that the patient thought the ins have been dead. It was further reported that the patient still had concerns regarding her device or therapy but was working with the health care professional or manufacturing representative.